Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check (puc). A problem with panel main knob was also reported. Our field service engineer investigated the reported ventilator on site. Both pressure transducer printed circuit boards (pcb) were replaced to resolve the issue, and sent back for investigation. The panel main knob was also replaced and sent back for investigation. The device logs have been provided and the pressure transducer test failure during puc was confirmed. No error related to panel button could be found in the provided log. Investigation on the first pressure transducer: readout from eeprom memory of the received pressure sensor show a drift in zero pressure voltage value compare to factory value. The returned pressure transducer circuit board has been tested in a ventilator. The ventilator failed the pre-use check with internal leakage test: failed the zero pressure voltage has been measured using a multimeter which showed 2,513 v which confirms a sensor drift. The wheatstone bridge for the pressure sensor has been measured and there was no major drift a microscopic investigation shows that the membrane inside the sensor's cavity was clean and without any damage. No root cause has been established for this sensor. Investigation on the second pressure transducer: readout from eeprom memory: it was not possible to read the pressure transducer eeprom memory with our laboratory equipment. The returned pressure transducer circuit board has been tested in a ventilator. Technical error indicating communication error with pressure transducer circuit board appeared immediately, it is neither possible to perform pre-use check nor ventilation. A microscopic investigation shows that the membrane inside the sensor's cavity was clean and without any damage. No root cause has been established for this sensor. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Investigation on rotary encoder with switch: the rotary encoder has been placed in a ventilator and the "rotary knob test" was performed successfully. A simulated use of rotary knob was perform as well and no error was found. It was not possible to reproduce the error and therefore the root cause is impossible to define.

Event description:
Manufacturer's ref. #: (B)(4).